Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female patient who underwent breast reconstruction revision surgery with an unspecified textured saline breast implant experienced capsular contracture baker grade unknown on an unspecified side post procedure. As a result, patient had an explantation on (B)(6) 2006.